Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to inadequate stimulation. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg will be replace because it was non-functioning.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.